Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of multiple kinks in the patient¿s driveline could not be confirmed as no photographs were provided for review and no product is available for investigation. The submitted log file contained events from 13dec2022 through 10jan2023. The pump appeared to function as intended. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (b))(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, rev. C. Is also currently available. This handbook also contains care information regarding on how to care for the driveline. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4 (model number, catalog number, primary unique device identification (UDI) number): corrected. Section e4: medwatch (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch received that states the patient came to clinic on (B)(6) 2023 with noted rescue tape applied to multiple areas of the driveline. The rescue tape was removed with multiple areas of full thickness tears of the outer coating noted. Rescue tape was reapplied.

Manufacturer narrative:
Section d1: corrected. Section d4 (model number, catalog number, primary unique device identification (UDI) number): corrected section e4: medwatch (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch received that states the patient came to clinic on (B)(6) 2023 with noted rescue tape applied to multiple areas of the driveline. The rescue tape was removed with multiple areas of full thickness tears of the outer coating noted. Rescue tape was reapplied.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple kinks in their driveline. Log files captured routine driveline data.